Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that a revision procedure was performed wherein the device was explanted due to normal battery depletion (nbd). Subsequently, this existing rv lead and the newly implanted ICD exhibited high, out-of-range (oor) pacing lead impedance measurements greater than 2000 ohms. The cause of the clinical observation was not determined. At this time, no further intervention will be performed and the patient will continue to be monitored. This system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements of 2106 ohms. Other lead measurements were stable. Additional information indicated that the cause of high out-of-range pacing impedance measurement was not conclusively determined. The patient will then be monitored. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this patient received a system upgrade and this device was removed from service and the lead was surgically abandoned. To date, no additional adverse patient effects have been reported.